Manufacturer narrative:
The returned product eval confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The report indicated that the customer experienced continuously high bg's (308-445mg/dl) despite having administered multiple correction boluses. The pod inflated an occlusion alarm, though no blood or kink was seen in the cannula. The pod will be returned for eval.